Event description:
It was reported by the customer on (B)(6) 2013 that outlook es device was administering propofol. The pump was stopped to change medication to a vasoactive drug at which time the pump would not run and error message "system error 7" occurred resulting in a delay in pt's therapy. Through further follow-up it was confirmed that pt did not experience any adverse outcome as a result of the reported issue. Customer confirmed pt is doing well.

Manufacturer narrative:
The reported complaint for outlook es device delivering error message "system error 7" was confirmed. Error message caused by failed diode, a device by which current flows in one direction. The flow clip diode assembly # (B)(4) was replaced and preventative maintenance was also performed on device. No adverse outcome to pt as a result of reported issue.